Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after an anastomosis involving the small bowel performed on (B)(6) 2016 the surgeon had to bring the patient back due to a dehiscence on (B)(6) 2016. The surgeon resected the bad section of bowel and left the patient open with a wound vac. The patient's last known status was reported as being in the ICU. No reinforcement material was used.